Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report: then, examination of the mitral valve revealed a calcified p2 leaflet, which at first appeared to possibly be a candidate for repair. There was also some restriction of the p2 and p1 leaflets with thickened chordae. A triangular resection was performed of the p2 segment of the psoterior leaflet, and the annulus was measured at 30mm. A carpentier-edwards physio ii annuloplasty ring was selected and nonpledgeted 2-0 ti-cron sutures were placed, the annuloplasty ring was inserted, and the leaflet was repaired with interupted 5-0 novafil. Examination with installation of saline into the ventricle recealed persistent regurgitation at the p1-p2 segments, and it was felt that this was due to restriction of the posterior leaflet and due to the patient's age it was felt that a replacement should be performed. The ring was removed and all sutures were extracted.reportedly, the patient was transferred to cvicu in stable condition.